Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject device was implanted on (B)(6) 2016 and a ventricular threshold increasing was observed the day after (on (B)(6) 2016). An x-ray examination performed on (B)(6) 2016 revealed that the ventricular lead tip was slightly dislodged. On (B)(6) 2016, pre-reintervention x-ray examination revealed that the ventricular lead had been dislodged more clearly. The ventricular lead was then repositioned with satisfactory ventricular threshold, r-wave amplitude and ventricular impedance values. On (B)(6) 2016, the ventricular threshold increased again and another re-intervention was performed. As this was the second re-intervention and the patient was slightly feverish, it was decided to replace the whole pacing system in order to avoid infection (infection was denied as the cause of the fever).

Manufacturer narrative:
Preliminary analysis did not reveal any device malfunction.

Event description:
The subject device was implanted on (B)(6) 2016 and a ventricular threshold increasing was observed the day after (on (B)(6) 2016). An x-ray examination performed on (B)(6) 2016 revealed that the ventricular lead tip was slightly dislodged. On (B)(6) 2016, pre-reintervention x-ray examination revealed that the ventricular lead had been dislodged more clearly. The ventricular lead was then repositioned with satisfactory ventricular threshold, r-wave amplitude and ventricular impedance values. On (B)(6) 2016, the ventricular threshold increased again and another re-intervention was performed. As this was the second re-intervention and the patient was slightly feverish, it was decided to replace the whole pacing system in order to avoid infection (infection was denied as the cause of the fever).

Event description:
The subject device was implanted on (B)(6) 2016 and a ventricular threshold increasing was observed the day after (on (B)(6) 2016). An x-ray examination performed on (B)(6) 2016 revealed that the ventricular lead tip was slightly dislodged. On (B)(6) 2016, pre-reintervention x-ray examination revealed that the ventricular lead had been dislodged more clearly. The ventricular lead was then repositioned with satisfactory ventricular threshold, r-wave amplitude and ventricular impedance values. On (B)(6) 2016, the ventricular threshold increased again and another re-intervention was performed. As this was the second re-intervention and the patient was slightly feverish, it was decided to replace the whole pacing system in order to avoid infection (infection was denied as the cause of the fever). Preliminary analysis did not reveal any device malfunction.